Manufacturer narrative:
B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). During the analysis of the history log files it could be detected that the enties were from year 2004 and 2005. Further a text entry "clock reset" could be found. This entry means a reset of the clock component on the motherboard. This could be happened due a power failure. This failure is caused by removing the battery of the device for a longer time or if the battery was not charged for a long time. Further a device alarm 1119 could be detected before the clock was reset. During the visual inspection of the perfusor space, it could be detected that the technician seal on the lower housing was missing. On the device were marks for heavy usage and soiling. The functional test was performed. The device passed the self test without any occured alarm, but immediately after the self-test the pump prompted the user to set the date and time. A syringe could be successfully identified and selected in the pump menu. It was possible to bring the pump in operation. During a test run no malfunction and alarms were occurred. Now a re-downloading of the history log files was performed. All history entries were switched from 2004 and 2005 to 2018 and 2019. For an inside investigation the device was disassembled. A lot of residues of liquid was found on the motherboard and further electrical components. This was the reason for occurred the device alarm 1119 which was found in the device history. The complaint could not be confirmed.

Manufacturer narrative:
(B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). In the moment the device is investigate in our service laboratory. If we get new information, an investigation report will create. This report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility ((B)(4)): patient had cardiac surgery and came to itu with low blood pressure. IV dopamine syringe pump went off and drop in patient blood pressure further that put him at risk. Syringe pump could not be turned back on.